Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. A review of the event history log found evidence of the cassette not attached properly error. Customer reported complaint was confirmed. The latch flex cable and latch lock mechanism were replaced. Upon further inspection, it was found that the dso sensor was not communicating with the device. The dso sensor was replaced as well as the dso bezel and seal. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.